Event description:
It was originally reported that the pt's stimulation was turning off following exposure to security gates at various stores. Her device was working properly outside of the security gate exposures. Impedance measurements were normal. The pt experienced a shocking sensation. She kept her device turned up too high and it was painful. It was recommended to lower her stimulation, so it was not painful and to follow-up with her healthcare professional.

Manufacturer narrative:
(B)(4).